Manufacturer narrative:
Device manufacturing date is unavailable. On 03/17/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/05/2016 software investigation completed. Findings are that not a failure. The 3d run did not have [nav] behind it in the title on the o-arm. Software is functioning as designed. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the site experienced a problem with run transaction from their imaging system to their navigation system. The navigation system screen remained on message scanning patient. The issue occurred while the mobile view station (mvs) already completed the transfer sequence. In trouble-shooting, they put it through manually did not resolve the issue, nor did re-starting mvs/nav. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.